Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and fatigue are listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 3.5x18mm and 2.75x18mm xience xpedition stents were implanted in the mid right coronary artery (rca) 90% stenosed lesion. In (B)(6) 2017, the patient was hospitalized due to heart trouble and fatigue. There was no imaging performed and a fluid drip was provided for 14 days. The patient's condition improved. The patient was discharged from the hospital and continues to experience fatigue. Per the study physician the relationship of the device to the event is unknown. There was no additional information provided regarding this issue.